Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted in the patient's left eye approximately 15 days post implant. Reportedly, yag procedure and the attempt to reposition the lens were unsuccessful, the surgeon plans to explant the lens per patient's request. Additional information has been requested, but has not been received.

Manufacturer narrative:
Additional information: device available for evaluation?, device evaluated by MFR? And device manufacture date. The lens was explanted and returned to b+l for evaluation. Visual inspection found the lens in two pieces, the haptic torn in half and one haptic bent. Functional testing could not be performed due to the condition of the received lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.